Event description:
This is my complaint, I got mentor saline filled breast implants on the (B)(6) 2002. Mentor model: 1600 smooth walled saline implants of 325 cc size. R) mentor ref 350-1650 lot l) mentor ref 360-lot. Device issue: breast implants causing autoimmune disease and multiple health issues since (B)(6) 2022 I've been sick for almost 20 years, first started with headaches, then migraines, vertigo, vitiligo, nystagmus, arrhythmia, sinus pain, joint pain, muscle pain, gerd, alopecia, anxiety, depression (which I cant take any medication for because I react to violently to all medication now so no medication for anything), panic attacks, weird cold water feeling on my lower legs, dizziness, multiple food intolerance to the point now I can only eat, red meat, some fish, white rice only, everything else causes muscle pain, joint pain and joint dislocation and migraines. Yellow stool with upper right side pain, high liver enzymes, elephant on chest feeling, I have kidney pain from diabetes insipidus low osmolality, peeing all the time. Diagnosed with reactive hypoglycemia ended up in the ER. Trouble breathing, bleeding issues, gum bleeding, was told by a nurse to not take aspirin because my blood was too thin. Diagnoses of chronic microscopic colitis collagen, muscle tremors, small tremors under feet and hands, bone pain, low salt, low oxygen, lost 30 lbs I'm still (weight removed) lbs after 19 years, raynaud's disease, arrhythmias. Menopause at early 44 years old, years prior of bad pms syndrome, ovary pain. Sjogren's, dry eyes, skin, vagina,sinuses, lachrymal blockage,salivary gland pain. Mouth ulcers, celiac disease, multiple dehydration from peeing and diarrhea, made worst by some foods. Fatigue, stomach ulcers , rashes, food allergy in 2014 to wheat and almonds. Really bad quality of life, in constant pain. I react to all medication, supplements my implants made my body so on alert mode, it reacts to all chemicals, and it reacts to the smallest gluten, even 1 ppm. All medication I react to and cant take any. Doctors not knowing for nearly 2 decades what I had, saw multiple, specialists, private clinics, costing a fortune, fear of death because of it. I'm sure I'm forgetting some, but I have all documents, pictures and all test results if you require any. Lost my job, still not working. My allergist gave me a referral to a plastic surgeon who only does explant of implants and was told I probably had bii, breast implant disease because I had too many symptoms and food intolerances that could not be a "typical" food intolerance. I saw the plastic surgeon, he is known for his explant only now, and is part of a well known study of bii and works with a know rheumatologist in (removed) who does ongoing great research for bii to help woman like me, thousands of them. He diagnosed me with bii, I have all the typical symptoms as you clearly name on your website as: important safety information. (Warning). Bia al cl, mentioning of the longer we have them the more risks we have, immune disease risks, systemic symptoms, joint pain, muscle pain, confusion, "others". What is appaling is, even with these new FDA warnings, I was never contacted as such important warnings why? My car company sends us recalls in the mail when a part is defective and dangerous, why wasn't I warned of such dangers of cancers and autoimmune diseases? I am on multiple bii sites on facebook and it is now well known, but I will make sure to make it more known, ill do my part in helping suffering woman like my self, I have important contacts in regards to bii to bring this to a broader audience. Some implants are being recalled, but not the smooth saline ones why I am sick as hell, my life is ruined, my health is ruined, I cant eat any foods I like, I cant take cholesterol medication because ill react to them, this will affect my health if I end up with a blood cloth, I can only drink water, nothing else. Who's taking some responsibility?; "mentor johnson and johnson." FDA safety report ID# (B)(4).